Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k machine with burn damage observed on the actuator board. The burn damage was discovered during maintenance to repair a flow error. It was confirmed there was no smoke, no burning smell, no spark, no flame, and no arcing. It was confirmed there was no patient involvement. The biomed reportedly replaced the flow motor and actuator board to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed a biomedical technician replaced the flow motor an actuator board to resolve the issues and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.